Manufacturer narrative:
The investigation determined that reproducible, lower than expected vitros tsh results were obtained from two different samples collected from the same patient tested on a vitros 5600 integrated system. The most likely assignable cause of the event is unknown, however, a sample interferent that affects the vitros tsh assay, but not the non-vitros assay cannot be ruled out as contributing to the event. The investigation determined the patient is taking biotin. It is unknown what dosage of biotin is being taken by the patient. Per the tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5ug/dl. However, current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg. 278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event. There was no indication that the vitros 5600 integrated system or vitros tsh reagent had malfunctioned.

Event description:
The customer observed reproducible, lower than expected, vitros tsh results obtained from two different samples collected from the same patient processed on a vitros 5600 integrated system, when compared to the expected results obtained from a non-vitros system. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside the laboratory; however, the results were questioned physician. There was no allegation of inappropriate action taken resulting in patient harm as a result of this event. (B)(4).